Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch#: a98e57. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned sample indicated that the el5ml device showed no visible damage to its external components. To attempt to replicate the reported issue, the device was tested for functionality. During testing, the device was fired; however, the clips did not advance into the jaw. It was observed that the tip of the advancer was bent. The instrument was then disassembled, and upon inspection, the advancer was confirmed to be bent. Ten (10) clips were found lodged inside the clip track. Additionally, a photo was provided with the same condition of the received sample. Investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch: a98e57 number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch # a98e57. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown laparoscopic surgery, it could be clipped from the 2nd firing, but the jaws was broken at the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.